Event description:
It was reported that intermittent exit block was observed even at an output of 5 v, 1 ms. Igms revealed crosstalk signals in the ventricle chamber. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.